Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. During the system check with tandem technical support. The blockage was found in the cartridge. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was reusing insulin, which is considered off label use per the tandem user guide.